Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was removed and another balloon was used to successfully complete the procedure. No patient injuries or complications were reported.